Manufacturer narrative:
Collapsed isolator. Analysis summary: the hand piece was returned with a loose mount. The hand piece was tested with a generator and an error code 3 was found. The instrument was disassembled, a collapsed isolator was found in the instrument.

Event description:
It was reported that prior to the procedure, error code 3 consistently seen on screen. No patient consequence.